Manufacturer narrative:
The physician was able to remove both sensors and placed a new sensor on (B)(6) 2020. Patient is doing fine and no further investigation is required.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the patient has two sensors in the arm and the physician was unable to remove the sensor in the first attempt made which is in left upper arm.